Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the cannula breaks off. There is no report of adverse or injury. The following information was provided by the initial reporter: when took off the cap of the 301746 needle before puncture, the rear needle automatically broke off.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, the cannula breaks off. There is no report of adverse or injury. The following information was provided by the initial reporter: when took off the cap of the 301746 needle before puncture, the rear needle automatically broke off.

Manufacturer narrative:
H6: investigation summary: material #: 301746. Lot/batch #: 3109101. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken male luer was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken male luer. Bd was not able to identify a root cause for the indicated failure mode.